Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that an infection occurred. The lead was explanted. It was further reported there was right ventricular lead vegetation and the patient is reported to have (B)(6). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d314drm implantable cardioverter defibrillator (ICD) implanted: 2012-(B)(6); 5076-45 implantable pacing lead implanted: 2012-(B)(6). (B)(4).